Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Possible causes were discussed and troubleshooting options were recommended. Currently this s-ICD system remains in service and no adverse patient effects have been reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Possible causes were discussed and troubleshooting options were recommended. An x-ray was performed and the calcification of the electrode was noted. Replaced the lead was scheduled in august. Currently this s-ICD system remains in service and no adverse patient effects have been reported.